Manufacturer narrative:
In response to the event reported by the facility a device history review was conducted for lot number 1287029. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii 20ga x 1.16in prn slm had the prn separate from the adapter during use. The following information was provided by the client: "on the morning of (B)(6) 2022, the patient underwent abdominal enhanced CT, and the closed venous indwelling needle was placed. In the CT room, the rubber part of the heparin cap popped out when iodohydrin was rapidly pushed under high pressure. The contrast agent splashed on the head and blood returned to the contaminated clothes. The patient was subsequently pacified. There were no serious effects on the patient."